Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported unable to seat abutment due to damaged internal connection. After integration, we could not get an OEM abutment to seat. We then attempted non-engaging components which continued to loose. We therefore had to remove the implant due to damaged internal connection. A different implant was placed. Symptoms as a result of the event: pain.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) xifoss410, (osseotite® certain® 2 implant 4 x 10mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. The implant was returned along with two separate crowns and a screw. The implant's drive feature showed some rounded edges around the hex region. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2021111422. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021111422 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿damaged drive feature¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rmf rm-00053-haz rev.12, the most likely root cause determined from the investigation is incorrect techniques used during implant placement - customer error. Therefore, based on the available information, the implant malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative